Event description:
It was reported that shaft break occurred requiring additional intervention. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The lesion was prepared using a 1.75 mm rotapro burr followed by a 6.00 mm non-compliant balloon. A 5.00 x 32 mm synergy megatron was deployed and upon removal the shaft broke 11 cm from the distal tip. The balloon with a portion of the shaft was left in the body. The physician attempted to remove the device fragment with a guidezilla unsuccessfully. A snare was used to retrieve the remaining piece of the device and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that shaft break occurred requiring additional intervention. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The lesion was prepared using a 1.75 mm rotapro burr followed by a 6.00 mm non-compliant balloon. A 5.00 x 32 mm synergy megatron was deployed and upon removal the shaft broke 11 cm from the distal tip. The balloon with a portion of the shaft was left in the body. The physician attempted to remove the device fragment with a guidezilla unsuccessfully. A snare was used to retrieve the remaining piece of the device and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr us 5.00 x 32mm was returned for analysis. Visual, tactile, and microscopic analysis were performed on the device. Device analysis found that the stent was not attached and not returned, stent was deployed. The balloon was in a deflated state. Multiple kinks were found along the hypotube shaft and a polymer extrusion shaft break at 123cm distal to the distal end of the strain relief. No other device issues were identified during the returned product analysis.